Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the ccd signal wire coating damage, the light guide cable buckled, the remote control button(1) cracked, the remote control button(2) cracked, the objective lens unit dusty, the mecha base plate corroded, the ccd driver pcb corroded, the lg cable connector corroded, the nozzle gluing missing, the remote control button(2) leak, the angle wire grinding, and the bending rubber faulty connection; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).